Event description:
It was reported that the patient experienced device issues with their inflatable penile prosthesis(ipp). The patient underwent a surgical procedure to only replace the ipp cylinders due to fluid loss. No patient complications were reported.

Manufacturer narrative:
The inflatable penile prosthesis (ipp) device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The labelling review showed no evidence of the device being handled improperly, and the hazard analysis did confirm that a nonfunctioning device or device with a fluid leak are known hazards. Based on the information available, the cause that contributed to the reported event cannot be established.